Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This report is being filed to relay corrected and additional information. Concomitant products: biomet tibial locking bar catalog 141205 lot 056660; ascent right femur catalog 179005 lot 458230; biomet tibial tray catalog 141237 lot 403410; biomet patella catalog 11-150844.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04119 / 04120).

Event description:
During a knee revision procedure the necessary size replacement tibial bearing was not available; there was a four hour delay while the correct size bearing was located and couriered from another hospital. During this delay the explant was re-implanted in the patient and the wound closed until the replacement was available.